Manufacturer narrative:
This report is being supplemented to provide additional information based on the date of the event (please reference b3) and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU instructs to brush suction cylinder as follows: chapter "reprocessing the endoscope (and related reprocessing accessories)"/ "manually cleaning the endoscope and accessories"/ "brush the channels" "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during testing immediately after reprocessing. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The air/water channel and working channel tested positive for two (2) colony forming units per 10 milliliter (ml) of enterococcus species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is gigazyme 2%. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel and auxiliary channel. During manual cleaning, the customer brushes the instrument/suction channel and instrument channel port using the brush fujifilm, medwork racoon. Manual disinfection was performed. The customer uses automated endoscopic reprocessor (aer) (model: edt4), along with detergent endodis. The disinfectant used was endodet, endoact. The aer was cultured, however, the results were not provided. The endoscope was stored in a simple cabinet with no drying function and was placed vertically. The maintenance and repair was performed by olympus. The endoscope was not sterilized. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy channel, air/water channel and auxiliary water channel were tested and no microorganism was detected. Overall, the results are in conformance with the requirements. The device was returned. The switch had a cut. The air/water-cylinder and suction cylinder had discoloration. The light guide lens and adhesive on bending section cover had a crack. The adhesive part of the bending section cover was discolored. Connecting tube had a buckling. The device exhibited reduced angulation. The universal cord had buckling. The charge coupled device (ccd) glass was damaged. Light bundle was damaged. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.